Event description:
The customer reported that when an attempt is made to secure the enclosure closed, the teeth will not align. There was no pt incident or injury reported. The customer did not provide the date when this was discovered.

Manufacturer narrative:
Eval results: eval of the returned product found that on the back side window,pt access zipper slider body is open and there is a 1 inch tear in the netting. Panel side at he right and left legs has broken elastic on the end caps. Note: the instructions for use has a warning statement: never use the bed if a zipper slider is bent open or damaged and the zipper cannot be zipped completely closed. Remove the pt from the damaged bed and exchange it for a posey bed in good working condition. Never rip the panels open, as this will damage the zipper slider, preventing the zipper from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or operating along the entire length of each zipper. (B)(4).